Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and found bent reagent probe and leaking into the reagent compartment. The fse determined the reagent vacuum valve was defective. The fse replaced the reagent probe and vacuum valve to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining false low total bilirubin (tbil) results for one (1) patient sample involving the dxc 600i clinical chemistry analyzer. The customer also indicated the quality control (qc) results were erratic. The customer repeated the sample and obtained a result considered correct by the customer. The erroneous result was reported outside the laboratory and later, it was amended. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographic.